Manufacturer narrative:
(B)(4). The sample investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The product was used during a gastric sleeve procedure on the patient when a small portion of the suture holder, the arrow/tab broke off. The doctor removed the shield and retrieved the broken portion. A second product was used to successfully close the fascia. No patient injury or adverse effect. Additional information identified a part of the suture wing as the part that broke. It was retrieved.

Event description:
The product was used during a gastric sleeve procedure on the patient when a small portion of the suture holder, the arrow/tab broke off. The doctor removed the shield and retrieved the broken portion. A second product was used to successfully close the fascia. No patient injury or adverse effect. Additional information identified a part of the suture wing as the part that broke. It was retrieved.

Manufacturer narrative:
Qn#(B)(4). A review of the DHR could not be performed as no lot number was provided. A review of the returned unit shows that the device was bent, indicating that it was mishandled / used in an unintentional manner. The tab was also confirmed to be cracked. However, as the device was misused, the cause of the cracked tab cannot be assessed. Given the condition of the device in which it was returned, paragon medical can verify that the device is non-functional, but the source of the issue cannot be verified. Therefore, this complaint is considered verified but not valid.